Event description:
It was reported that on (B)(6) 2019 the renasys go device did not power on. No case reported. A preliminary investigation performed by smith+nephew on oct 16, 2020 showed that the device displayed error: "device failed-please return", confirming this as a reportable event.